Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of over 412 and 300 mg/dl. The customer was mentioned insulin flow block alarm due to bent cannula. Customer treated high blood glucose with bolus. Troubleshooting was declined for high blood glucose. The device will not be returned for analysis.